Event description:
It was reported the patient underwent a revision surgery to replace an inflatable penile prosthesis (ipp). The ipp was explanted and replaced due to an unspecified pump malfunction. It was further noted that there was no fluid loss from the system. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.